Event description:
It was reported that the male pin on the power cord attached to the unit melted into another cord. It was unk how the pin was being used at the time of the incident. It was further reported that the unit had to be removed from service. There were no reports of any adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.